Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient experienced a skin reaction with bump, pimples and infection at the needle puncture site. After the sensor was removed the patient noted a bump and went to see their doctor. The reaction was treated with a prescription of an oral antibiotics, cephalexin 500mg twice a day, and cold compresses were advised for the swelling. At the time of the report the patient still had the infection. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.